Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited a noisy image and scope communication error e216. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the suggested event likely occurred due a random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.